Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to be at work and ran out of insulin, as a result is receiving a no delivery alarm and would like to know what to do to clear alarm. Customer's blood glucose was 404 mg/dl, which she has not treated. Customer was advised to change reservoir. No further information provided.